Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a display (damaged) issue. Reportedly, the display had ¿ink¿ spots or cracks on it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 10/30/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump would not power on due to moisture damage. The complaint of ink spots on the display screen could not be investigated due to inability to power on the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.